Event description:
Customer reportedly received the following results on the compact plus system and a professional meter within 10 minutes: 362 mg/dl (professional) and 150 mg/dl (compact plus). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The lay user/pt contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.